Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed as planned by moving the l arm manually. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the system and found that the motorized l-arm movements were not available due to dirt on the rails. The fse solved the issue by cleaning the rails and adding lubricants. After these actions, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system c-arm was faulty. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.